Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2011-02026. The pt was implanted with an scs system, including an ipg and two percutaneous leads (of the same lot), on (B)(6) 2010. The pt reported a heating sensation at the ipg pocket when the scs therapies are in use. The heating sensation persists throughout most of the day and has reportedly resulted in occasional hives at the ipg pocket. In addition, the pt advised her ipg battery recharge burden has doubled since implant. The pt also reported undesirable and intolerable stimulation felt in her left arm. F/u found the pt is continuing to work with her physician regarding these issues. The scs system remains implanted at this time.